Event description:
It was reported the patient experienced infection at the incision site, including fluid and bloody discharge, and swelling. It was also warm to the touch. The patient went to urgent care for wound care and was prescribed antibiotics and pain medication. Also, the patient was told they may need to have revision surgery.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006. UDI for concomitant product, tined lead: (B)(4).

Event description:
It was reported the patient experienced infection at the incision site, including fluid and bloody discharge, and swelling. It was also warm to the touch. The patient went to urgent care for wound care and was prescribed antibiotics and pain medication. Also, the patient was told they may need to have revision surgery. The patient was contacted for a follow up, but they did not respond. The physician said they saw the patient and the hematoma improved. There is no scheduled revision at this time. The patient has not visited their physician since and did not return follow up calls.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006. UDI for concomitant product, tined lead: (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. The patient symptom is a known risk associated with this device type/procedure and it is noted as such as in the instructions for use.

Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006 UDI for concomitant product, tined lead: (B)(4). This report is being filed for a correction to field (b5) incident description.

Event description:
It was reported the patient experienced infection at the incision site, including fluid and bloody discharge, and swelling. It was also warm to the touch. The patient went to urgent care for wound care and was prescribed antibiotics and pain medication. Also, the patient was told they may need to have revision surgery. The patient was contacted for a follow up, but they did not respond. The physician said they saw the patient and the hematoma improved. There is no scheduled revision at this time. The patient has not visited their physician since and did not return follow up calls.

Event description:
It was reported the patient experienced infection at the incision site, including fluid and bloody discharge, and swelling. It was also warm to the touch. The patient went to urgent care for wound care and was prescribed antibiotics and pain medication. Also, the patient was told they may need to have revision surgery. The patient was contacted for a follow up, but they did not respond. The physician said they saw the patient and the hematoma improved. There is no scheduled revision at this time.

Manufacturer narrative:
Product code (d2b) - additional product code qonpremarket / 510(k) # (g4) - additional premarket / 510(k) # p190006udi for concomitant product, tined lead:(B)(4).